Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked. Reportedly, the customer had accidently ruptured the cartridge bag when filling the cartridge. The customer filled with 300 u and did not remove any air from the cartridge. The customers blood glucose (bg) level was impacted. However, the exact value was not provided. The customer was able to load a new cartridge successfully.